Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure dates or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: gao wg, shi w, gong xc, li zw, tuoheti y. Comparative analysis of the short and medium-term efficacy of the da vinci robot versus laparoscopic total mesangectomy for rectal cancer. World j gastrointest surg 2024; 16(6): 1681-1690. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used.

Event description:
A literature article described a study that compared and analyzed the short- and medium-term efficacy of da vinci robotic and laparoscopic surgery in total mesangectomy (tme) for rectal cancer. The study included 240 patients with rectal cancer who underwent tme from august 2018 to march 2023. There were 151 males and 89 females. A total of 112 patients underwent laparoscopic tme (l-tme), and 128 patients underwent robotic tme (r-tme). The intraoperative conversion rate of the l-tme group was greater than that of the r-tme group and there were more postoperative complications in the l-tme group than in the r-tme group. In the r-tme group, 4 patients with anastomotic fistulas underwent enterostomy procedures, 2 patients with intestinal obstruction underwent adhesion lysis, and 1 patient with pulmonary embolism was transferred to the intensive care unit (ICU) for treatment. In the r-tme group, complications including anastomotic bleeding, urinary tract infections, urinary retention, ileus, infection of the incision in the abdominal wall improved after conservative treatment. There were no da vinci device issues reported in the article. The designated author was contacted and it was confirmed that there were no complications caused by da vinci devices.